Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with "power card" was confirmed and reproduced during evaluation. The cause of the reported condition was not yet determined but mishandling is possible. The power cord was replaced to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the defective power cord was due to a damaged power cord jacket.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a power cord issue; this condition had the potential to interrupt delivery. This condition was found in the biomed service department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.